Manufacturer narrative:
Follow-up #1: date of submission 12/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/21/2016 with the following findings: a review of the black box showed evidence of partially discharged batteries were installed. No battery cap or cartridge caps were returned. All testing was performed with the test caps. The pump powered on with the test battery cap and was able to be fully tightened. The rewind, load, and prime steps were performed successfully. The current draws for the batteries were within specifications. A battery life issue was not duplicated during investigation. Unrelated to the original complaint, cracks in the battery compartment were found in the thread area, and below the grip pad. The pump case was removed to find no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm . There was no indication that the product caused or contributed to an adverse event.